Manufacturer narrative:
Product complaint # (B)(4). H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history record. Device history lot part: 292.650s, lot: l949008, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 26. June 2018, expiry date: 01. June 2028. Device was first manufactured unsterile under the lot l922612 in balsthal and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 292.650 with lot l922612 were reviewed: a manufacturing record evaluation was performed for the finished unsterile device lot number l922612, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Awareness date reported on follow up 1 report as november 11, 2019 but should have been january 13, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown 2.0 mm guide wire threaded tip with trocar/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, the tip of the 2.0 mm guide wire threaded tip with trocar has broken off inside patient bone / femoral nail, the tip was left inside the patient. Concomitant devices reported: unknown femoral nail (part # unknown, lot # unknown, quantity# 1). This report is for one (1) unknown 2.0 mm guide wire threaded tip with trocar. This is report 1 of 1 for complaint (B)(4).